Manufacturer narrative:
This case was assessed as reportable to the FDA as the event preliminarily suspect of lymphoma (lymphoma) was deemed to meet the serious injury criteria of disability or permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This consumer report was received from a us consumer and concerns a patient. The patient was injected with radiesse, into the jawline (off label use of device), for loose skin, on (B)(6) 2021. On (B)(6) 2021, on the same day after the radiesse injection, the patient experienced that their face, especially under the right ear lobe, felt real lumpy. On (B)(6) 2021, the patient made a note that their jawline still felt lumpy, and in some spots a bit tender, as if a swollen gland. On (B)(6) 2021, the patient saw the physician that did the treatment. The physician said that it was in range of normal from radiesse, and that the lumpy feeling was able to go on for a year or so. The physician added a little more radiesse, because they felt a hollow spot under the right earlobe. According to the patient, they were seeing physicians regarding lymph nodes in the neck that showed as active on a positron emission tomogram (pet scan). When the radiologist started the fine needle biopsy, the patient was alarmed that it was on the jawline, right where they had the lumpiness after getting radiesse. They were waiting for the final pathology report, but the radiologist did say they were preliminarily suspect of lymphoma. The patient was devastated and wanted to know if there were any previous studies that linked radiesse facial filler to lymphoma. Due to the provided information, the outcome of the event was considered as not resolved (considered as permanent).